Manufacturer narrative:
The investigation for the reported aic - purge disc/flag issues has been completed. The impella device has been returned for evaluation. The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken (missing at blue disc retainer). The cause of the issue was due to broken (missing) purge flag. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported the automated impella controller (aic) experienced purge disc/flag issues prior to case start. Automated impella controller (aic) was unable to recognize inserted purge disk and set up process was unable to be completed. Console was switched out and catheter set up with new case start without issue on the new console. No patient harm was reported.